Event description:
Consumer states that she was using the heating pad on her feet for 15 minutes when it began to smoke. The consumer immediately jumped up to unplug the heating pad from the wall outlet and threw it onto a tile floor in the bathroom. The consumer noticed that there were holes burned into the heating pad in which she was able to see the flames contained inside. The consumer used a pillow to put the fire out. The heating pad was used on top of her comforter and burned through cotton sheets and a king size mattress. The consumer indicated that she received a minor burn to the heel of her foot and she did not seek any medical attention.